Event description:
The medical center reported that a patient on impella 5.5 support had a fever and the blood cultures were positive after 2 weeks of support. The following day the patient experienced a stroke. The stroke was treated by neurology team and a drain was placed for the hemorrhage. The patient was transitioned to palliative care where eventually expired. Of note the patient had known heart failure and was on the list awaiting transplant.

Manufacturer narrative:
The investigation is ongoing at this time. Upon completion of the investigation a final MDR will be forthcoming. Per the IFU: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ "infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen."

Manufacturer narrative:
The investigation into the reported stroke and infection has been completed since the original report was filed. The device was not returned by the medical facility. Stroke/ cva - the cause for hemorrhagic stroke/cva is patient condition since the patient had acute head bleed and an increase in size of intercranial hemorrhage was observed. Infection/ sepsis - the cause of the infection was patient condition since enough clinical info was not provided and the relation between infection and impella 5.5 is unknown. Per the IFU: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ "infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen."